Event description:
It was reported that the tps micro driver was running constantly. The event occurred during a procedure and the procedure was completed with the same device. No adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is evaluated.